Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient invovlement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient invovlement.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization set containing an arterial guide wire in its advancer tube for analysis. No signs of use were observed. The catheter and needle cannula were not returned. Visual inspection of the guide wire revealed one kink in the guide wire towards the distal end. This is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. Visual inspection of the needle cannula could not be performed as it was not returned. The major kink in the swg body was located 13 mm from the distal tip. The total length of the swg measured 4.625" which is within specifications limits of 4.4375-4.6875" per the swg with handle graphic. The outer diameter of the swg measured 0.394 mm which is within specifications of 0.381-0.404 mm per the swg product drawing. Dimensional inspection of the cannula could not be performed as it was not returned for analysis. Functional testing was performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". The guide wire was advanced through a lab inventory needle cannula and was able to pass through with minimal resistance. A manual tug test confirmed the distal weld was intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection of the guide wire revealed one kink towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, the root cause of this complaint could not be determined without the needle cannula returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.